Manufacturer narrative:
A visual examination of the returned device found that the catheter demonstrated signs of use. The working channel sleeve was removed by the customer, indicating that the working channel sleeve did protrude, otherwise it could not have been removed. Therefore, the reported complaint incident of working channel sleeve protrusion was confirmed. The proximal end of the distal cap was aligned with the cap weld and there was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional evaluation was performed; the distal tip articulated without issue. A spybite device was passed through the catheter working length without issue. The distal end of the catheter was removed to examine the working channel and the distal cap was removed from the catheter for examination. The catheter was cut open to expose the working channel sleeve; however, no working channel sleeve was present. The catheter was pulled back to assess the pebax. There was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen in the faint imprint left by the working channel sleeve braid pattern and the discoloration on the proximal end of the pebax. The investigation concluded that the complaint was confirmed since the condition of the returned unit was consistent with the reported complaint incident of working channel sleeve protrusion. All evidence indicates that the device was properly assembled during manufacturing; therefore, the most probable root cause for the working channel sleeve protrusion and resulting working channel sleeve removal is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used during a cholangioscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician noticed that the working channel was protruding from the tip of the spyscope ds. The physician removed the spyscope ds from the patient. The working channel appeared to be detached inside the spyscope ds and the physician then removed the working channel from the spyscope ds. The procedure was completed with plastic stents due to time constraints. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.